Event description:
A customer contacted baxter's technical service center regarding a system error (se) 2240 alarm that appeared on the homechoice (hc) unit. This event occurred during use. The home patient (hp) had already cleared the alarm per the manual. The hp found the heater bag disconnected. The hp would complete therapy with manual bags. The technical service representative (tsr) reviewed the alarm. The solution to this issue was provided over the phone and a swap of the device was not necessary. There was patient involvement and there was no patient injury or medical intervention associated with this event. On (B)(4) 2012, baxter followed up with the home patient (hp). She stated she phoned the technical service representative (tsr) and they cleared the alarm. She completed therapy with manual supplies. The hp confirmed the heater bag had a loose connection which is why it disconnected. The hp is ok and has continued with therapy.

Manufacturer narrative:
(B)(4).the problem was confirmed. The root cause was undetermined. This issue is being investigated through CAPA. Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. A follow-up report will be filed if any additional information becomes available.